Event description:
It was reported that stent dislodgement occurred. A 6.0x60x135cm express ld stent was selected for use to treat the lesion. However, when the catheter was being removed from the hoop, it was observed that the stent came off the balloon and was dismounted. The procedure was completed with another of the same device. No patient complications were reported.